Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review as the patient has not been revised. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. An e-mail requesting additional information was sent on february 23, 2017 to the appropriate representatives. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the synthetic top cracked during surgery. It was stated that there was no need to use another instrument to complete the surgery as the cup was implanted. Note: the implantation and explantation dates are left empty as the device involved in this complaint is an instrument. Hence, no expiration date is captured, for the same reason.

Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified. Review of event description: a trial adapter s/-4 12/14 (ref: 01.00189.145 lot: 12.802355) and a ball-head impactor (ref: 78.00.38 lot: 16.229254) have been received. It has been reported that both instruments cracked during surgery, however, the cup was already impacted, thus, no other instruments were needed to complete the surgery. Review of received data: no medical data such as surgical notes or any other case-relevant documents were received. Devices analysis: visual examination: the trial adapter shows some normal signs of usage and it was possible to observe the broken area of the instrument. However, the broken pieces were not returned. Further, some unusual deformation signs are present near to the broken area. The ball-head impactor shows some normal signs of usage and it was possible to observe the crack on the head impactor. Further, the area which is supposed to be in contact with the head during application, shows unusual deformations. No functional test was performed as it was possible to observe the problem (crack line, broken part) without the need of any additional test. Review of product documentation: trial adapter instrument inspection plan: characteristic no. 8 feature ""radius (1.25)"". Characteristic no. 9 feature ""dimension (3 0.1/-0.1)"" characteristic no. 10 feature ""dimension (1 0.1/-0.1)"" characteristic no. 23 feature ""dimension (2.18 0.1/-0.1)"" characteristic no. 25 feature ""diameter (13.8 0.2/-0.2)"" characteristic no. 26 feature ""diameter (13.86 0.2/-0.2)"" characteristic no. 27 feature ""diameter (14.14 0.2/-0.2)"" characteristic no. 32 feature ""dimension (7.41 0.2/-0.2)"" ball-head impactor inspection plan : characteristic no. 2 feature ¿angle 20°¿ with scope of testing: aql 2.5. Means of inspection: ¿2d -projektor pm270002¿ characteristic no. 3 feature ¿radius r10¿ with scope of testing aql 2.5 iso 2859-3. Means of inspection: visuell. Characteristic no. 13 feature ¿thread m10 (helicoil)"" with scope of testing aql 1.0 iso2859- means of inspection: gewindegrenzelehrdom. Characteristic no. 24 feature ""material (B)(4)"" with scope of testing: 100%. Means of inspection: visuell. The surgical technique states on page 11 regarding the usage of the impactor: ¿locking of the head by means of a light hammer blow on the reduction lever¿. Root cause analysis: for the ball head impactor: root cause determination using rmw: instrument breaks, deforms, diverges impairing its function due to inadequate design for intended performance -> not possible, a systematic issue related to potential design and/or material properties would have been detected as part of complaint trending. Instrument breaks, deforms, diverges impairing its function due to mechanical properties of material insufficient -> not possible, according to material compatibility specification the material has been tested. Instrument cannot be used with the mating instrument or mating implant as intended due to failure of instrument mating condition -> not possible, as the instrument cracked during case it could not be used with the mating implant (femoral head) as intended. Damaged instruments, implants, body or wrong operational step due to surgeon or staff unfamiliar with instrument usage and handling => possible, as the deformed hemispherical surface indicates that the surgeon or staff was unfamiliar with implantation technique. Instrument breaks or deforms due to off-label / abnormal-use => possible, as an off-label use (impactor attachment used to remove the head) has most likely caused the reported crack and the observed deformations. Instrument breaks due to degradation of material due to cleaning and sterilization => possible, as the detected damage might have been resulted from an abnormal state of the material (due to cleaning and sterilization) alone or in combination with an abnormal force applied. For the trial adapter: root cause determination using rmw: instrument breaks, deforms, diverges impairing its function. Due to inadequate design for intended performance -> not possible, a systematic issue related to potential design and/or material properties would have been detected as part of complaint trending. Instrument breaks, deforms, diverges impairing its function due to mechanical properties of material insufficient -> not possible, according to material compatibility specification the material has been tested. Instrument breaks due to degradation of material due to cleaning and sterilization => possible, as the detected damage might have been resulted from an abnormal state of the material (due to cleaning and sterilization) alone or in combination with an abnormal force applied. Fracture of instrument due to general corrosion (crevice, pitting, galvanic) -> not possible, as no sign of corrosion was observed. Damaged instruments, implants, body or wrong operational step due to surgeon or staff unfamiliar with instrument usage and handling => possible, as the deformed perimeter near to the attachment site indicates that the surgeon or staff was unfamiliar with usage and handling. Damaged instruments, implants, body or wrong operational step due to surgeon or staff unfamiliar with instrument usage and handling => possible, as the deformed perimeter near to the attachment site indicates that the surgeon or or staff was unfamiliar with usage and handling. Instrument breaks or deforms due to off-label / abnormal-use => possible, as an off-label use might have caused the reported crack and the observed deformations. Conclusion summary: based on the returned products and the given information the complaint could be confirmed. For the ball head impactor: the visual examination confirmed that the impactor instrument contains a small crack. We could identify a root cause for this issue. The instrument has been used in an inappropriate way as signs of off-label use are visible. Those signs are deformation of the surface made from the contact with the head sphere. They are most likely due to the impact between instrument surface and head basis while trying to remove the head from the stem. The reported instrument 78.00.38 is not designed to remove heads from stems. The clinical evaluation report states regarding the reported instrument: ¿the head impactor is intended to impact, in assembly with the repositioning lever, a head onto a neck/stem.¿ for the trial adapter: the visual examination confirmed that the trial adapter instrument contains a broken area. We could identify a root cause for this issue. The instrument has been used in an inappropriate way as signs of abnormal use are visible. Those signs are deformation of the surface most likely due to the attempt of removing the trial adapter from the trial head, without using the insert remover pusher. The reported instrument 01.00189.145 is designed to be removed from the trial head with a insert remover pusher (ref. No. 75.10.01). The clinical evaluation report states regarding the reported instrument: "this instrument is used for disassembling the trial adaptor and head". The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).